Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported the patient underwent revision surgery on (B)(6) 2012. It was reported that she underwent patient underwent recurrent incisional hernia repair surgery on (B)(6) 2012 and an unknown mesh was implanted. It was reported that the patient experienced other undisclosed adverse event. Other procedure is captured under a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/26/2020.